Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: when taking it out of the package, the nurse noticed that the outside part of the radially expandable sleeve was separately apart. The following trocar was never used on the procedure.